Manufacturer narrative:
It was reported that the customer purchased cotton swabs from their local store. The customer reported that "their son (age 27) began using the swabs about three weeks ago, and their husband started using them a week later. The son experienced discomfort and pain but was initially unable to determine the cause". It was reported that the son went to the dentist, who found no issues. The son then went to the doctor who diagnosed an ear infection. The customer stated the husband also had redness caused by the cotton swabs and believes they caused the son's ear infection. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer purchased cotton swabs from their local store. The customer reported that "their son (age 27) began using the swabs about three weeks ago, and their husband started using them a week later. The son experienced discomfort and pain but was initially unable to determine the cause". It was reported that the son went to the dentist, who found no issues. The son then went to the doctor who diagnosed an ear infection.